Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that 2 unspecified bd¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that the nano pen needles are jamming and nothing is coming out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date : unknown. Initial reporter city and state : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 unspecified bd¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that the nano pen needles are jamming and nothing is coming out.